Manufacturer narrative:
The reagent lot number is 663936 and the expiration date is 31-oct-2023. The qc recovery data provided was acceptable. The alarm trace showed abnormal probe pipetting position and abnormal probe voltage alarms. The field service engineer (fse) adjusted the position and voltage of the sample and reagent probe. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys ft4 IV assay results for 2 patient samples on a cobas e 411 immunoassay analyzer. The doctor questioned the initial results and the samples were repeated. For sample 1, the initial ft4 result was less than 0.039 ng/dl. The repeat result was 1.00 ng/dl. For sample 2, the initial ft4 result was less than 0.039 ng/dl. The repeat result was 1.41 ng/dl.